Manufacturer narrative:
Device evaluation completed on april 03, 2024. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 225cc breast implant was found to have (2) two tears and (1) one missing material, measuring approximately 0.2 cm tear (a) on the posterior view, tear (b) measuring approximately 3.5 cm on the anterior view, and a missing material measuring approximately 0.5 cm x 1.1 cm on the anterior view. In addition, the tear (a) was noticed within a crease/fold. Microscopic examination was performed on the edges of the tears (a), (b), and the missing material (c), and no instrument damage was found on the tear (a) and the missing material (c), parallel striations were found in an area of the tear (b), measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear (b) could not be identified. Therefore a thickness measurement was conducted on the shell at the missing material (c), and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The evaluation determined that the possible cause of the rupture (a) was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Although no conclusion could be reached on the cause of the missing material (c), the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation primary with mentor smooth round moderate plus profile, 225cc saline breast implant experienced right-sided deflation postoperative. The physical examination diagnosed the issue. As a result, patient underwent bilateral replacement as follow: l sn (B)(6) // r sn (B)(6) on (B)(6) 2024.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).